Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons are slow to respond. She noted that the buttons do not click when pressed. The family member confirmed that the rubber keypad is intact; denied exposing the pump to moisture; and stated that the pt wears the pump clipped to her waist.